Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) reported they did not know the possible date the infection was noticed by the patient. The healthcare professional (hcp) took sample to determine if an infection was present and they had not been contacted on the results. The rep noted the hospital kept the implantable neurostimulator (ins) and lead. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient would be having her ins and lead removed on (B)(6) 2018 due to a possible infection. It was noted the incision site had opened up. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) on (B)(6) reported the patient had both the lead and implantable neurostimulator (ins) explanted on (B)(6). The rep noted the healthcare professional (hcp) did take tissue swabs to send to pathology if the patient was infected. There were no further complications that have been reported as a result of this event.